Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient had nausea, diarrhoea, respiratory complications, chest pains. Patient has seen a pulmonologist. And was referred to emergency room. Sore throat, shortness of breath, cough, vomiting, fatigue and was prescribed prednisone 20 mg, azithromycin 250 mg, fluticasone nasal spray, symbicort. The patient did x-ray. CT scan, blood tests, routine ECG. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on oct 09, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5106225) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The manufacturer previously received information alleging nausea, diarrhoea, respiratory complications, chest pains. Patient has seen a pulmonologist. And was referred to emergency room. Sore throat, shortness of breath and was prescribed prednisone 20 mg, azithromycin 250 mg, fluticasone nasal spray. The patient did x-ray. CT scan, blood tests, routine ECG. Additional information was received about allegation of eye irritation, skin irritation, respiratory tract irritation, dizziness and/ or headache, other. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b1 was corrected for product problem. (Bothe adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 has been updated in this report.